Event description:
It was stated that when the device turned on, it does not dispense the medicine. There is patient involvement, there was no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was unable to be duplicated. The downstream occlusion seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.